Manufacturer narrative:
The axium coil was not returned for analysis; therefore, no definitive conclusion can be drawn regarding the clinical observation. However, the device is pending return. Upon receipt of the device a supplemental report will be filed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during coiling treatment of a small unruptured saccular aneurysm located in anterior communicating artery, this coil would not detach with an instant detacher or using manual detachment method (breaking hypotube method; an alternative method presented in the instruction for use). It was reported after microcatheter reach to the lesion, one medtronic coil was implanted successfully in the patient. The reported coil was used second in the procedure. After the coil placed into the aneurysm, tried several times to detach the coil but coil did not detach. It was reported that the physician tried to detach the coil two times with first instant detacher, one time with second instant detacher and one time with manual method. The coil was successfully withdrawn from the patient body. After replaced with another coil, the coil was delivery smoothly and implanted. One more coil fill into the aneurysm and procedure completed. After procedure the patient is in stable condition. No patient injury was reported.

Manufacturer narrative:
The device was returned for evaluation and the clinical observation was confirmed. As received, the implant coil was found damaged and had lost its original shape but still attached to the pushwire. The instant detacher was not returned as it was discarded. The release wire was found broken on the proximal end of the pushwire and extending out from proximal tip of the pushwire. The proximal tip of the pushwire containing the tack weld replacement (twr) crimp and break indicator was missing. The pushwire was found intact at the manual detachment location. During evaluation, the release wire was pulled out from the proximal end of the pushwire successfully detaching the implant coil. The instant detacher and the proximal end of the pushwire containing the tack weld replacement (twr) crimp and the break indicator were not returned; therefore, any contributing factors from these could not be assessed. The cause for the difficulty during detachment with the instant detacher could not be determined; however, it is possible that incorrect technique used during the manual detachment attempt may have contributed to the break in the release wire and the subsequent ¿non-detachment¿ reported by the customer. All coils are 100% inspected for damages and irregularities during manufacture. Note: per the axium coil instructions for use (IFU): if the coil does not detach after 3 attempts, discard the i.d. (Instant detacher) and replace with a new i.d. (Instant detacher). Also, in the rare event that the coil does not detach and cannot be removed from the implant delivery pusher, use the following steps for detachment. A. Grip the hypotube approximately 5 cm distal of the positive load indicator at the hypotube break indicator and bend the implant delivery pusher just distal to the hbi 180 degrees. B. Next straighten the pusher back, continue bending and straightening until the pusher tubing opens exposing the release element. C. Gently separate the proximal and distal ends of the open pusher. Then, under fluoroscopy, pull the proximal portion of the implant delivery pusher approximately 2-3 cm to confirm implant detachment per IFU. If information is provided in the future, a supplemental report will be issued.